Event description:
Rn attempted to disconnect IV tubing from PICC line (hub to hub) but was unsuccessful. Disconnected tubing was found broken off in PICC line. Several team members, including nurses and vat team, made several attempts to retrieve the broken pieces. The team was finally able to retrieve broken pieces. Supply chain retains broken PICC and tubing. Patient tolerated bedside procedure well.